Event description:
Adverse events: patient's 5-fu chemotherapy being infused via cadd pump disconnected at home. The phaseal optima connector separated from the bd maxplus needleless connector creating a disruption in the patient's infusion and a chemo spill. Patient in outpatient infusion area was receiving doxorubicin. The phaseal connector dislodged from the IV set attached to the plum pump. A spill occurred due to the injector and connector being engaged but separated from the luer lock connection on the tubing.